Event description:
The customer observed false reactive alinity s hiv ag/ab combo for a blood donor patient. The following results were provided: (B)(6) 2023, sid (B)(6) initial result (lot 51672be00) = 299.24 s/co; hiv1-rna roche= negative. Additional results: hcv= negative; hbv= negative. Results generated on the architect i2000sr and liason xl (diasorin) were non-reactive. (B)(6) 2023, sid (B)(6), data already reported in ticket 092092re1918547, initial result= 262.87 s/co; repeat results= 247.32 s/co and 270.49 s/co; hiv1- rna on roche= negative. Additional results provided: hcv= negative; hbv= negative. (B)(6) 2023, sid (B)(6), data already reported in ticket 092092re1918547, initial result= 321.81 s/co, hiv1-rna roche= negative; immunoblotting fujirebio= negative. Additional results provided: hcv= negative; hbv= negative. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search by similar complaints for lot 51672be00 did not identify an increase in complaint activity. A ticket trending review did not identify any trends for the complaint issue. A device history record review did not identify any non-conformances, potential non-conformances or deviations related to lot 51672be00. A review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates of lot 51672be00 across tf - centro trasfusionale ospedale pertini pietralata (italy), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance of lot 51672be00 is within product requirements and comparable to other lots analyzed in the comparison. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, the alinity s hiv ag/ab combo reagent lot 51672be00 is performing as intended, no systemic issue or deficiency of the alinity s hiv ag/ab combo reagent was identified.

Event description:
The customer observed false reactive alinity s hiv ag/ab combo for a blood donor patient. The following results were provided: (B)(6) 2023, sid (B)(6) initial result (lot 51672be00) = 299.24 s/co; hiv1-rna roche= negative. Additional results: hcv= negative; hbv= negative results generated on the architect i2000sr and liason xl (diasorin) were non-reactive. (B)(6) 2023, sid (B)(6). Data already reported in ticket (B)(4), initial result= 262.87 s/co; repeat results= 247.32 s/co and 270.49 s/co; hiv1- rna on roche= negative. Additional results provided: hcv= negative; hbv= negative (B)(6) 2023, sid (B)(6), data already reported in ticket (B)(4), initial result= 321.81 s/co, hiv1-rna roche= negative: immunoblotting fujirebio= negative. Additional results provided: hcv= negative; hbv= negative. There was no impact to patient management reported.